Event description:
This is filed to report loss of fluid column. It was reported that a mitraclip procedure was performed to treat a functional mitral regurgitation (mr) with grade of 4. During preparation of the steerable guide catheter (sgc), a loss of fluid column was noted. Troubleshooting was performed, but the sgc could not hold fluid column. Another sgc was used to complete the procedure. Upon deployment of the ntw clip, the lock line was difficult to remove. The m-knob and "+" knob were added slightly, which allowed the lock line to be removed without issue. Another clip was implanted with no reported issue, reducing mr to grade 1. There were no patient consequences or clinically significant delay. No additional information was provided.

Manufacturer narrative:
All available information was investigated, and the reported loss of fluid column was not confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information and the returned device analysis, the cause of the reported loss of fluid column was unable to be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling. The additional mitraclip device referenced in b5 is filed under separate medwatch report number.